Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system did not start, and all of the monitors had blank, dark screens. During troubleshooting, the fse found a non-operational host computer, bios configuration issues, and a weak bios battery. The fse replaced the bios battery in the host pc and checked functionality of the system by turned the system off and on several times. After the system was performing as intended, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was shutting down on its own, and failed to power back on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.